Event description:
It was reported that the doctor was performing a open hepatectomy and when he use the manual echelon for dissection of vessel, a nurse contacted me they could not finish the whole firing process. They were guide them to do a trouble shoot, the knife location was at the distal side of the jaw, the knife direction was towards to the distal jaw, blank in the stroke count indicator. They were guided to try to pull the firing trigger plastic to plastic, the knife still in there, there was no movement. And tried the knife reverse switch, the direction was changed towards the handle and pulled the trigger again still no response. Another stapler to was opened to continue the surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: 454a46. Additional information was requested, and the following was provided: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Surgeon cut the two sides of the tissues of impacted area by other surgical devices. Did the jaws eventually open? No. Could you please clarify if there were any patient consequences? No, just longer transection was done. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, an ecr45w reload loaded in the device. The reload was received fully fired. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.